Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and loss of sensing. As received, a complete lead was returned in one piece. The reported events of loss of capture and loss of sensing were not confirmed. Electrical tests, visual examination and x-ray examination did not find any anomalies aside from procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead was failing to capture or sense and was presumed dislodged. The lead was explanted and replaced without issue. The patient was stable.